Event description:
A customer reported experiencing a high blood glucose event, with levels exceeding 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge. Technical support was contacted for additional assistance due to the recurring high blood glucose levels. Customer was agreeable to the advice given.